Manufacturer narrative:
No product was returned for evaluation as the device remains implanted; however, review of the provided x-rays confirm that the locking cover disassociated from the construct. Information on patient condition was not provided. No definitive root cause could be established. Possible adverse events: loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration, or pain.

Event description:
On (B)(6) 2023, a patient underwent spinal surgery consisting of seaspine's meridian with waveform a anterior lumbar interbody system. Seaspine was made aware on 30 jan 2024 that a ra1-250000 no-profile locking cover implant had loosened in the post-operative period. The customer noted that the doctor does not plan to revise unless medically necessary.